Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shut off. Unit was swapped with known good pump to avoid delay in patient therapy. No patient harm was reported.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g1 (contact person, contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion, component codes), h11. Corrected fields - h6 (health effect - clinical code, health effect - impact code), h8. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and onsite looked in to logs, no major failures occurred around the reported date on (B)(6) 2024. A major failure was logged on (B)(6) 2024 (error 137 (application-level fault for code on the video (head) processor)). As a precaution the video generator board and power management board was replaced. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The investigation was performed technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-1182, pn 0670-00-1183, pn 0012-00-1845, pn 0670-00-1162. Parts were received with a reported failure of the unit shutting down during use and an error code 137 in logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed each part individually and jointly in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure was confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shut off. Unit was swapped with known good pump to avoid delay in patient therapy.